Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted in the lad. Approximately 4 years, 11 months post the index procedure, patient death occurred. The cause of death is unknown. The relationship between the event and the study devices was not assessed.